Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous right superficial femoral artery (sfa). The sterling monorail balloon catheter was advanced to the lesion for treatment and ruptured at 14 atms, on the 3rd inflation. The procedure was completed with a different device. No pt injuries or complications were reported. The pt's status was reported as "good".

Manufacturer narrative:
(B)(6). The complaint device was not returned for analysis. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).